Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements. There was no evidence of noise on the lead. Boston scientific technical services (ts) discussed a potential loose connection and troubleshooting options. No adverse patient effects were reported.